Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging black mold in the filters. The patient has breathing issues, cough, difficulty in sleeping, chest pain, fatigued. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.